Event description:
It was reported that during a navigation cranial procedure the screen froze. The procedure was completed successfully after the device was rebooted. No significant delays or impact to the patient were associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a navigation cranial procedure the screen froze. The procedure was completed successfully after the device was rebooted. No significant delays or impact to the patient were associated with the event.